Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/12/2023. An investigation was conducted on 04/19/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading device. The delivery device was returned inside the loading device with the white plunger not depressed and the blue safety lock was on, which prevents the white plunger from being depressed. The seal was observed in the loading device body. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual or physical defects observed on the seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.227 inches (rm2036883). The length of the delivery tube was measured at 2.50 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "activation problem" was not confirmed but the analyzed failure "fitting problem" was observed. The lot # 3000260542 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure, an error occurred during the loading of the hst iii system (3.8mm) and then no longer needed to be pressed because it had not loaded correctly. The seal did not detach from the housing; after completing steps 1-4, the device was pulled out of the case. The white snail remained in the shell. The "shell" that encloses the snail had a notch after it was pulled out. The lever on top of the device to "release" the device was not pressed. The slide lock was not operated. A new hsk was used. No injury to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.